Event description:
It was reported that the customer's blood glucose was 147 mg/dl and the insulin pump was not working correctly. Caller stated that the insulin pump was alarming motor error and it had happened two times during the last 30 days. Advised to discontinue use, return the insulin pump and to revert to a back up plan. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be return for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).